Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, one (1) tube ruptured resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation that confirmed the customer reported defect. Additionally, 30 retained samples were visually inspected for damages, and none of the samples failed for the customer-reported defect. Furthermore, another 10 retained samples were visually inspected for brittleness, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, one (1) tube ruptured resulting in sample leakage. No adverse impact was reported regarding the patient or user.